Manufacturer narrative:
The distal end of the lead was received for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported events of low sensing and elevated capture threshold was not confirmed.

Event description:
The right ventricular (rv) lead was explanted and replaced due to low sensing and an increase in capture threshold. The patient's condition was stable before, during and after the procedure.